Event description:
It was reported that post an unknown therapeutic procedure, perforation of the bile duct was identified. The procedure was completed with the same device. Follow-up for further event details has been conducted and no more information is available at the time of the report.

Manufacturer narrative:
E1 -complete address - line 1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the perforation of the bile duct occurred after an endoscopic nasobiliary drainage procedure. Although requested, the facility reported that the cause of the perforation cannot be identified because the subject device was discarded. The patient required a second surgery to treat the perforated bile duct. Currently, the patient is reportedly in good condition. Additionally, it was reported that the bile duct perforation occurred after surgery.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to field (g2), and to provide an update to fields (b2, b5, and h6 - impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not forcibly insert the insertion portion into the papilla of vater. Forcible insertion could cause patient injury, such as perforations, bleeding, or mucous membrane damage." Olympus will continue to monitor field performance for this device.